Manufacturer narrative:
(B)(4). Concomitant products: mitraclip clip delivery system, stabilizer, lift, support plate. The steerable guide catheter is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. In this case, there was no reported device malfunction associated with the steerable guide catheter. The reported patient effects of death, hematoma, hemorrhage, hypotension, cardiac perforation, and renal failure, as listed in the mitraclip system instructions for use, are known potential complications associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the patient expired due to injury to inferior vena cava (ivc) which resulted in hypovolemic shock and coagulopathy. In the opinion of the physician the steerable guide catheter did not cause or contribute to the ivc laceration. The lacerated vena cava was not treated; in the opinion of the physician, the mitraclip device or procedure did not cause or contribute to the patient death. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that on (B)(6) 2013, a mitraclip procedure was performed and one clip was implanted. Post procedure, while in the hospital, the patient was in good condition and was on anticoagulation therapy. From time to time a small hematoma at the puncture site was observed. There was no decrease in hemoglobin levels and the groin doppler ruled out the presence of any vascular complication at that level. Subsequently, the patient hemodynamically decompensated and presented with significant pain in the lumbar region. Endotracheal intubation mechanical ventilation was performed. Inotropic support, blood transfusion and other measures were administered. A significant renal insufficiency was documented. After computed tomography of the abdomen without contrast it was suspected that there may be a laceration in the vena cava "timely high" that caused a large retroperitoneal hematoma. The peripheral vascular surgery department assessed the patient as a very high surgical mortality risk due to the patient's coagulopathy and poor general condition. For the next several days, similar treatment measures were continued; however, the renal failure worsened along with the coagulopathy. The patient expired on an unspecified date. The cause of death was reported as "hypovolemic shock secondary to injury timely high inferior vena cava secondary to anticoagulation (which broke the clot that may have formed at the time of the procedure)." No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information indicated that activated clotting time was kept at 250 seconds throughout the procedure. There was no difficulty with advancement of the transseptal needle through the inferior vena cava. Immediately post procedure, the patient was placed on warfarin 5mg/day. The patient had a consumption coagulopathy due to their large retroperitoneal hematoma. Per the physician, the patient was anticoagulated for comorbidities immediately after the procedure and bleeding became apparent only after 6 days so it is impossible to know whether it was a spontaneous bleeding or puncture site. The patient was not on an anticoagulation therapy prior to (B)(6) 2013 mitraclip procedure. During the mitraclip procedure, there was no device or procedure issues. The functional mitral regurgitation (mr) grade was reduced from 4 to 1. One day post procedure, due to a drop in blood pressure, the patient hemodynamically decompensated and was treated with liquids, red blood cells, inotropic and vasoactive medication. In the opinion of the physician, the steerable guide catheter did not cause or contribute to the vena cava laceration. The lacerated vena cava was not treated. In the opinion of the physician, the mitraclip device or procedure did not cause or contribute to the patient's death. Date of death was (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4).